Event description:
It was reported that during patient use, the ventilator generated an internal mechanical noise. The patient was removed from the ventilator and transferred to another ventilator without any reported harm to the patient. There is no report of death or serious injury associated with this event

Manufacturer narrative:
(B)(4).